Event description:
A report received from the USA stated that an 840 ventilator experienced constant high pressure alarms while being used on a patient. No patient injuries were reported as a result of the event. During a follow-up, the respiratory therapist informed the manufacturer that the patient has a respiratory condition that causes high pressure alarms. The date of the event is unknown. No additional information is available at this time.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device but was unable to duplicate the issue. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test (pvt) according to manufacturer specifications. In the event that additional information is obtained, a supplemental report will be issued. (B)(4).